Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and arranged for the shipment of a pc mainboard. The rse arranged for a replacement pc mainboard to be sent to the customer. The customer took responsibility to repair the device. No further investigation or action is warranted at this time.

Event description:
It was reported that the sound was not working. The device was in use on a patient. There was no report of patient or user harm.